Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used in a cystoscopy procedure with bilateral ureteroscopy, stone lasering and stone basketing according to the complainant, the device broke when the string was pulled. The patient was reported to be in stable condition at the conclusion of the procedure.